Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead. The switch occurred as there were out of range pace impedances greater than 2000 ohms. The patient was brought in for further evaluation and all testing revealed stable measurements. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.